Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5108218. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 343391.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patients leads had high impedances. Reprogramming was performed and was successful. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.